Event description:
The customer reported that the left monitor went dark. The monitor is not showing pictures on left hand side. The system was rebooted and the case continued with another c-arm. No injury reported.

Manufacturer narrative:
The svc rep could not duplicate the symptom. He completed a monitor calibration. System is performing as desired.